Event description:
The customer's wife reported via phone call that the insulin pump's buttons were not responding properly. Customer's wife reported that the buttons would only respond when pressed very hard. Customer's wife did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had minor scratches on the display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.